Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had several insulin flow blocked alarm and had a high blood glucose event. The customer¿s blood glucose was 23.6 mmol/l at the time of incident. Customer stated that the insulin pump did not alarm insulin flow blocked after a 5.0 unit fill tubing was delivered. The customer was advised that the insulin pump is working as designed. The insulin pump is not expected to return for analysis.